Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection , service repair noted the following: cable is mechanically damaged. Interference in the image found. Interference in the image caused by twisted cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device does not connect. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review . The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause of the failure could not be identified. However, based on the results of the investigation, it is likely, mal communication occurred due to a malfunction of the cable, resulting in image interference. The cause of the cable failure could not be estimated. This issue is addressed in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.